Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received the no delivery alarm on the insulin pump during priming. The customer's blood glucose was 160 mg/dl. Troubleshooting could not be performed because the alarm was already resolved by a complete set change. Advised customer on various methods related to air blocking the reservoir. Informed customer to call back if he had any further issues in the future. Advised that replacement supplies would be sent. Nothing further reported.